Event description:
Stryker simplex hv (high viscosity) pmma cement was used in implanting patient's total knee. Patient did well for approximately 6 months and then developed excruciating pain. Subsequent revision of the implants demonstrated debonding of the cement from at least one portion of the implant. No evidence of infection. Patient reported immediate relief of pain post-operatively after the revision surgery. This is only (B)(4) case of at least (B)(4) that have been identified at this institution. This involves multiple lot numbers with multiple physicians and implants. Lot numbers include 424ba868dv, 413bb858cv, 347ba948iu, 328ab897fu, 521aa654dw, 440aa871dv, 333ab909gu, 402ba994ku. Additional lot numbers for catalog # 6195-1-001.